Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse noted fault code # 53 in the logs. The fiber-optic test was performed and passed. An autofill and calibration of the fiber-optic sensor was performed and was successful using a fiber-optic balloon. No further fiber-optic sensor module failure was displayed when running the iabp. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) message "fiber optic module sensor failure" was shown. The message appeared when the fiber-optic balloon was transferred from one cardiosave to another when the patient was transferred between hospitals. From the display, the cardiosave still used the fiber-optic signal as pressure source. The iabp and balloon were used until the patient was weaned off. No patient harm, serious injury or adverse event was reported.